Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main cabinet half height drawer 2, 3, 4, 5 all had no power from bus cable, all failed. The field service engineer tested all half height drawer controllers and found each drawer card to be non-functional. Cards were replaced one by one, with a reboot after each replacement to confirm functionality. After full reassembly and final reboot, all drawers and attached devices were tested and confirmed working. The customer reported no known facility electrical events before or after the failure. Hardware test application testing was performed by the customer using inventory. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies had failed and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.